Manufacturer narrative:
One 4.5mm twinfix ultra ha anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The anchor has broken at the anchor eyelet and is missing several small pieces. The anchor and suture are free from the inserter. One of the two inserter tines is bent. The condition of the device indicates it was subjected to excessive force and off axis insertion. In addition it was reported the anchor was used in a knee arthroscopy and patellar reduction. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a left knee arthroscopy and patellar reduction, when using the awl, the twinfix broke. All broken pieces were removed using tweezers. The procedure was completed with a back up device with no significant delay or patient injury reported.